Event description:
It was reported on (B)(6)2022 by a facility representative via phone that an 1099-090 galileo screw locking o-ring broke-off. This was discovered during a case and broke inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the locking ring is missing from the device. The locking ring was not returned for investigation. There was also markings/damage on the device consistent with the device being used. It was also noted that the blue activation sleeve was still present within the screw. Due to the unreturned state of the locking ring, it cannot be determined if this piece broke.